Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the malfunction occurred due to faulty convertor. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited the power switch did not respond unless the switch was pressed multiple times. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.